Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 40 mg/dl at the time of the event. The customer experienced symptoms such as weakness; was found unconscious and was rushed into the emergency room the customer is currently in the transitional care facility. Troubleshooting was partially performed, and it was unknown that the auto mode feature was active at the time of the event. No further patient complications were reported; however, the customer will continue the use of the insulin pump.